Event description:
During a remote follow-up, increased capture threshold and increased pacing impedance were observed on the left ventricular (lv) lead. Lead damage and dislodgement were suspected but it was not confirmed. No intervention has been performed. The patient is stable with no consequences.